Event description:
A peritoneal dialysis (pd) pt's wife reported that the cycler alarmed for air detected in the cassette during fill 1. She was advised to reset with new supplies. When she opened the cassette door, she discovered a fluid leak. Rather than call back in for assistance she dried it up and set up for continuing treatment. The pt completed treatment that night. The set was discarded. During f/u with the pt's wife she was advised to contact the pt's pd nurse anytime there is a leak. She reported that his effluent was clear and all treatments had been completed as expected. During add'l f/u, the pt's pd nurse reported that he has not had any signs of infection and no antibiotics were prescribed. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.